Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ the supplier¿s certificates of compliance (dated (B)(6) 2012) indicate the parts were manufactured to (B)(4), revision ¿e¿ and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿n¿ (dated (B)(6) 2012). No ncrs were generated fr this lot and the parts were released (B)(6) 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the drill tip broke off while treating the patient with percutaneous fixation of pelvic ring fracture. As the surgeon placed an antegrade anterior column screw on the left side, he bent the guide wire to assist him with placement, and attempted to drill over the bend of the wire with the 5.0 cannulated drill bit and the drill tip broke off. The wire was removed and most of the drill tip was removed, but part of it remained in the patient. A new guide wire was placed in the bone and a screw was successfully implanted with no delay to surgery.this is report 1 of 1 for (B)(4).